Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when stepped on the foot pedal, the bipolar was energized, but energization did not stop although foot was removed from the foot pedal. The handpiece was a reuseable bipolar of another company. It was not a problem of the handpiece because it was the activation problem of the generator side. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.